Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reset the connections on the low voltage power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the systems' bed would not turn on. No patient injury was reported.